Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not fully power up. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor would not power up fully. The cause for the power-up failure was isolated to intermittent bga joints on ram chips u100 and u101. The root cause for the intermittent chips could not be positively identified but was likely excessive strain on the monitor c/a board. No adverse event resulted from the defective ram chips. The last patient to use this monitor did not report any deficiencies.